Event description:
It was reported that the patient received an inappropriate shock. It was also noted that the patient is part of the (B)(4) clinical study. The patient's medications were changed and the right ventricular (rv) lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.